Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is (B)(6) and the blood glucose was very high. It was stated that the customer woke up sick and vomiting. It was stated that the last customer's glucose reading was 430mg/dl the day before the call. It was stated that the insulin pump had an error alarm. Advised to take customer to the hospital for treatment. It was stated that the customer's husband was in rush to take customer to the hospital, and troubleshooting could not be performed. No further information was provided.